Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Started with a visual inspection then the tank was filled with water. A temp check disposable was attached, cord was plugged in line, and the power switch was turned on. The reported problem was duplicated. A leak was present after multiple attempts. Verified by functional testing. The cause is a faulty pump. The device will be scrapped due to being unable to stop leaking water. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not pumping water. There was no patient involvement and no patient harm/adverse event reported.